Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that that a patient developed an irritation. The patient's physician prescribed a cream. Follow up indicated that the irritation was improving.